Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a pump off event early on (B)(6) 2021. The patient reportedly slept on battery power and woke up with their pump off. It was unclear for how long the pump was off for. The patient was stable with no reported complications. Log file analysis revealed that the pump off event was due to the patient disconnecting both power leads. The emergency backup battery (ebb) did not run the pump at the time due to an ebb fault. Power was restored approximately two hours later and the controller clock was reset due to the loss of power. It was additionally reported on (B)(6) 2021 that the charging faults had resolved with ebb exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a pump off event early on (B)(6) 2021. The patient reportedly slept on battery power and woke up with their pump off. It was unclear for how long the pump was off for. The patient was stable with no reported complications. Log file analysis revealed that the pump off event was due to the patient disconnecting both power leads. The emergency backup battery (ebb) did not run the pump at the time due to an ebb fault. Power was restored approximately two hours later and the controller clock was reset due to the loss of power. It was additionally reported on (B)(6) 2021 that the charging faults had resolved with ebb exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed full depletion of the patient¿s 14v batteries and backup battery, resulting in a pump stoppage for an undetermined amount of time. The controller event log file contained approximately 3 days data starting on (B)(6) 2021. The log file captured a low power advisory alarm on (B)(6) 2021 at 02:34:53 when the patient¿s batteries ran below the low voltage advisory threshold. Approximately 1.5 hours later at 03:57:25, a low power hazard alarm triggered when the patient¿s batteries depleted below the low voltage hazard threshold. Approximately 15 minutes later at 04:08:29, a no external power alarm was recorded when the patient¿s batteries were fully depleted. The backup battery began powering the system and the pump remained above the low speed limit until 06:02:05 when the pump stopped due to the depletion of the backup battery. Approximately 5 seconds of additional data were captured until the next line of data in the log file was recorded as the default timestamp of (B)(6) 2000 at 12:00:00 am when the patient was reconnected to a fully charged battery, indicating that there was a total loss of power to the system. Of note, the duration of the pump stop could not conclusively be determined through this evaluation. The pump regained speed after being reconnected to power and remained on for approximately 9 hours and 12 minutes through the end of the log file. The account reported that the patient fully depleted their batteries while sleeping overnight. The patient was reportedly stable with no complications as a result from the pump stoppage. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 2 also states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 6 also includes a section on ¿preparing for sleep¿, which details the steps patients should take when going to sleep. These steps include switching to the pm or mpu and states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. Also, section 7 ¿alarms and troubleshooting¿ details all system controller alarms and how to resolve them. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The hm3 lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section of the patient handbook provides information regarding system controller alarms and the proper actions associated with them. This section also includes detailed instructions on connecting and disconnecting to power under ¿guideline for power cable connectors.¿ section 5 ¿alarms and troubleshooting¿ details all system controller alarms and how to resolve them. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. No further information provided. The manufacturer is closing the file on this event.